Event description:
Secondary infusion of doxorubicin back flowed into the primary container. The infusion was started at 2000 on (B)(6) 2010 and when the nurse went in to assess the pt in the morning, she noted that the primary bag was lightly tinged pink (doxorubicin is a reddish color). Doxorubicin was 16mg in a 500ml bag to run at 21ml/hr. No pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary back flowing into primary was confirmed through functional testing at carefusion's lab. The sample was sent to the check valve supplier and they did not confirm a failure. Disassembly of the check valve resulted in normal findings, no particles were noted. The root cause of the check valve failure was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport or testing by the supplier, a particulate could have been dislodged. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during the production build period for this model for the failure mode reported.